Event description:
It was reported that an unspecified "technical issue" occurred with two prostyle devices relative to an unspecified procedure. No additional information was provided at this time. Returned device analysis revealed that a cuff miss was noted on both of the prostyle devices. Additionally, analysis of the second prostyle device found that the posterior needle tip of the device was ejected from the posterior needle shank and was not returned.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿technical issue¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.